Event description:
A customer reported a leak in the seal at the bottom of the cartridge, affecting four cartridges from the same batch. There was no information available regarding the impact on the customer¿s blood glucose level. No additional actions or outcomes were provided, and the device was not returned.